Event description:
Spontaneous call: patient reported during infusion today, pt heard snap noise from pump, restarted the infusion, pump ran for a little bit and has completely stopped working. The pump stopped towards the end of the infusion so pt was able to get complete dose. Patient states infusions every tuesday. Indications: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function; common variable immunodeficiency, unspecified. No adverse event reported, no missed dose reported, pt has defective pump available for return. Reported to (B)(6) by pt/caregiver.